Event description:
When attempting to insert the final posterior calcaneal t2 locking screw using the aiming arm - (B)(4), the drill guide did not appear to align with the insertion hole of the t2 ankle arthrodesis nail. This resulted in the locking screw "missing the nail", following this, the locking screw was removed and an attempt was made to re-drilled through the nail, the assembly of the aiming arm was checked and appeared to be correct, on the second attempt to drill the hole for the posterior calcaneal locking screw the drill bit ((B)(4), lot k925632) once again missed the nail and broke off intraoperatively. The surgeon decided not to remove the broken drill bit or insert the posterior calcaneal locking screw ((B)(4)...

Manufacturer narrative:
It is unk at this time if the device will be returned for eval. If the device or add'l info becomes available, it will be reported on a supplemental report.